Manufacturer narrative:
(B)(4). Procode: krd/hcg. (B)(4). Concomitant med products: 6f envoy xb guiding catheter, synchro (stryker) .014 guidewire, sl-10 (stryker) .0165 microcatheter. (B)(6). (B)(4). Complaint conclusion: as reported by a healthcare professional, during a coil embolization of a 2mm x 2mm right anterior cerebral artery a3 (callosal) aneurysm, the 1.50mm x 2.0cm galaxy g3 mini thermo-mechanical detachable coil delivery system (dcs) (glm915020/ s15104) was prepped and delivered to the target vessel without incident; however, as the last 1/3rd of the coil was being introduced into the aneurysm, the sl-10 .0165 (stryker) microcatheter was pushed out of the aneurysm, requiring the physician to put ¿load¿ on the catheter to regain position in the aneurysm. This maneuver had to be repeated four times before the coil was fully deployed in the aneurysm. The coil was used like a guidewire to reposition the microcatheter. The coil was then detached. Upon removal of the microcatheter, the proximal end of the coil, 2mm in length, popped out of the aneurysm and remained in the parent vessel. No attempts were made to remove the coil from the parent vessel. The coil tail was left in the parent artery. The coil was not fixed to the vessel wall with a stent. The case was ended and the patient was transferred to recovery without incident. No flow restriction/reduction occurred as a result of the event. There was no evidence of thrombosis. The surgery was delayed 15 minutes due to repositioning of microcatheter. There was no report of consequence or impact to the patient. Procedural reports/imaging are not available. There is no plan for additional intervention at a later date. A 6f envoy xb guiding catheter and a synchro .014 (stryker) guidewire were also used for the case. Neck remodeling was not used. The product was stored and handled according to the instructions for use (IFU). The aneurysm was accessed without issue and the complaint product was selected for insertion. An adequate continuous flush was maintained through the microcatheter. There was difficulty in positioning the coil into the aneurysm, thus pushing the microcatheter out of position. The coil was not reloaded into the microcatheter as a result of the positioning issue. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. There was no damage noted to the coil. It is unknown what factors may have contributed to the coil not positioning and protruding into the parent vessel. No fragments were generated from the product. The user did not apply excessive force at any time during the procedure. No coils were placed prior to this coil. The physician felt that the coil did not perform as expected. No further information was provided. The product remains implanted and is thus not available for return. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Nonconformance was created because embolic coils from this lot measured out of spec high for coil length. Product was reworked and released within specification. All product rejected during manufacturing was identified as scrap and properly accounted for. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be determined; however, clinical and procedural factors including vessel characteristics, device selection, and the concomitant microcatheter may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, during a coil embolization of a 2mm x 2mm right anterior cerebral artery a3 (callosal) aneurysm, the 1.50mm x 2.0cm galaxy g3 mini thermo-mechanical detachable coil delivery system (dcs) (glm915020/ s15104) was prepped and delivered to the target vessel without incident; however, as the last 1/3rd of the coil was being introduced into the aneurysm, the sl-10 .0165 (stryker) microcatheter was pushed out of the aneurysm, requiring the physician to put ¿load¿ on the catheter to regain position in the aneurysm. This maneuver had to be repeated four times before the coil was fully deployed in the aneurysm. The coil was used like a guidewire to reposition the microcatheter. The coil was then detached. Upon removal of the microcatheter, the proximal end of the coil, 2mm in length, popped out of the aneurysm and remained in the parent vessel. No attempts were made to remove the coil from the parent vessel. The coil tail was left in the parent artery. The coil was not fixed to the vessel wall with a stent. The case was ended and the patient was transferred to recovery without incident. No flow restriction/reduction occurred as a result of the event. There was no evidence of thrombosis. The surgery was delayed 15 minutes due to repositioning of microcatheter. There was no report of consequence or impact to the patient. Procedural reports/imaging are not available. There is no plan for additional intervention at a later date. A 6f envoy xb guiding catheter and a synchro .014 (stryker) guidewire were also used for the case. Neck remodeling was not used. The product was stored and handled according to the instructions for use (IFU). The aneurysm was accessed without issue and the complaint product was selected for insertion. An adequate continuous flush was maintained through the microcatheter. There was difficulty in positioning the coil into the aneurysm, thus pushing the microcatheter out of position. The coil was not reloaded into the microcatheter as a result of the positioning issue. The microcatheter was repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter. A one-to-one relationship between the coil and delivery tube was verified with fluoroscopy prior to repositioning. There was no damage noted to the coil. It is unknown what factors may have contributed to the coil not positioning and protruding into the parent vessel. No fragments were generated from the product. The user did not apply excessive force at any time during the procedure. No coils were placed prior to this coil. The physician felt that the coil did not perform as expected. The product remains implanted and is thus not available for return. No further information was provided.